Manufacturer narrative:
Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 08:56am on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties were reset at 08:56am on (B)(6) 2019. The properties of the reagent bottle in 8 prior to this user action were: ethanol concentration = 53.9%, cycles =22, cassettes = 3171 and days = 21. At 08:56am on (B)(6) 2019. A user affirmed in the instrument software that the ethanol concentration in bottle 8 was to be set to 100%. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing are derived from the "3.0 hour run" protocol comprising 138 cassettes, which started in retort at 18:44pm on (B)(6) 2019 and completed at 21:51pm on (B)(6) 2019. Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately 11 seconds at 15:17pm on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 15:17pm on (B)(6) 2019. The properties of the reagent bottle in 8 prior to this user action were: ethanol concentration = 99.7, cycles =1, cassettes = 138 and days = 1. At 15:17pm on (B)(6) 2019, a user affirmed in the instrument software that the ethanol concentration in bottle 8 was to be set to the value of 100%. Although the user affirmed in the instrument software that the reagent concentration in bottle 8 (ethanol) was to be set to 100% at 08:56am on (B)(6) 2019 and at 15:17pm on (B)(6) 2019, the actual concentration of the reagent in bottle 8 remained unchanged at 53.9% because the bottle had not been removed from the instrument for sufficient time to replace the reagent on both of these occasions. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol) was used for the final dehydration step of the "3.0 hour run" protocol started in retort a at 18:44pm on (B)(6) 2019 from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing from the "3.0 hour run" protocol started in retort a at 05:33am on (B)(6) 2019 would have been adversely impacted because the reagent in bottles 11 (xylene), 12 (xylene) and 14 (xylene) and the wax in wax baths 1, 2 and 4 contaminated after use in the clearing and wax infiltration steps of the "3.0 hour run" protocol started in retort a at 18:44pm on (B)(6) 2019 was also used for the clearing and wax infiltration steps of this protocol. The root cause of the sub-optimal tissue processing reported by the complainant from the "3.0 hour run" protocol started in retort a at 18:44pm comprising 138 cassettes was a use error, which occurred at both 08:54am and 08:56am on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Similarly, the quality of tissue processing from the "3.0 hour run" protocol comprising 15 cassettes was started in retort b at 17:07pm on (B)(6) 2019 failed at 19:32pm on (B)(6) 2019 in association with event coder "109", which indicates wax bath manifold and lines not hot, would also have been adversely impacted because the reagent in bottle 8 (ethanol) was used for the final dehydration step of this protocol; and the contaminated reagent in bottles 11 (xylene); 12 (xylene); 14 (xylene) and the wax in wax bath 1 was also used for the clearing and wax infiltration step of this protocol. The root cause for failure of the "3.0 hour run" protocol started in retort b at 17:07pm on (B)(6) 2019 was that the wax bath manifold and lines were not hot. The root cause for the wax bath manifold and lines not being hot was most likely due to failure of the retort b wax line sensor after being covered with solidified wax.

Event description:
On 22 april 2019, leica biosystems received a complaint that 138 skin biopsies were "underprocess/soft" following processing. The complainant advised that tissue samples from a processing run loaded onto the instrument on (B)(6) 2019 had remained in paraffin for approximately four (4) hours. Event codes (B)(4) had been displayed and microtomy of the affected tissue samples was satisfactory after re-processing. On 22 april 2019, a leica senior applications specialist (fss) visited the laboratory in order to provide applications support. The fss reviewed the instrument logs and found that event code "132" indicating insufficient reagent had been recorded on multiple occasions for bottle 7; and event code "109" indicating that the wax bath manifold and lines were not hot had also been recorded on multiple occasions. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured ethanol concentration and that calculated by the instrument software was found to exceed the acceptable limit in bottles 8 and 10. The measured ethanol concentration in bottles 8 and 10 was 73.7% and 91.7% respectively; and the calculated concentration was 100% and 77% respectively. The fss documented that the reagent in bottles 8 (ethanol) and 10 (ethanol) was replaced with 70% and 80% ethanol respectively; the reagent in bottles 11 to 14 (xylene) inclusive and the wax in the four (4) wax baths was also replaced and that the complainant was advised not to use the instrument until onsite assessment of the operation and function of the instrument had been conducted by the leica field service engineer (fse). On 23 april 2019, an fse visited the customer site in order to assess the operation and function of the instrument. The fse found that a leak in the retort a wax line from an indeterminate time in the past had resulted in the wax line temperature sensor being covered in wax. The fse cleaned the wax line temperature sensor, replaced the wax lines, and subsequently performed the leakage and pressure control tests, for which the results were satisfactory. The instrument was found to be operating within specification. The fss requested information as to the final status of the tissue samples involved in this event and/or the patient outcome on 22 april 2019 during the site visit, 23 april 2019 by phone, and 02 may 2019 by email. Information as to the final status of cases from which tissue samples exhibited sub-optimal processing has not been provided, as at 22 may 2019, and no adverse impact to a patient has been reported to the manufacturer.